Event description:
Per the clinic, the patient developed an infection at the surgical implant incision site, exposing the implant (specific date not reported). Explantation of the device is planned; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.